Event description:
It was reported the pt was admitted to the hosp for an infection at the ipg pocket site. The physician explanted the scs system. A culture was taken which revealed the infection was (B)(6). It was reported the pt sat in a public pool 10 days after implant. It was reported the physician believed the infection stemmed from this event.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.